Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced acute closure of the lesion. Lesion 1 was located in the proximal left anterior descending (lad) artery with 90% stenosis and was 32 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with direct stent placement using a 3.5 x 32 mm taxus liberte stent with 0% residual stenosis. Lesion 2 was located in the distal left circumflex with 90% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with direct stent placement of a 3.5 x 20 mm taxus liberte stent with 0% residual stenosis. After placement of the 3.5 x 32 mm taxus liberte stent in the lad there was complete closure of a small diagonal vessel. There was no hemodynamic compromise and opening of the vessel was not pursued. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).